Manufacturer narrative:
Ge healthcare's investigation is ongoing. A supplemental report will be provided after the investigation has been completed. No patient involvement. Device evaluation anticipated, but not yet begun .

Event description:
It was reported that a sonographer at the facility received an injury to her right shoulder and bicep requiring treatment and medication. The injury was reportedly a result of repetitive use while scanning with the logiq 9 and from pushing the logiq 9 around the facility with a broken and/or damaged brake.

Manufacturer narrative:
Two independent alleged injuries were covered in the investigation: a chronic underlying injury from repetitive stress and an acute injury from an excessive force. The customer did not provide further details in regards to probe use, time used, type of scans, etc. To assist with the repetitive stress injury, and the final diagnosis, treatment and outcome of the injured user is not known. Therefore, the investigation proceeded based on the information provided and a review by a medical director at ge. Based on the note from the treating physician the injury may have been a form of entrapment neuropathy, which is a compression type of nerve injury with many factors contributing to it (e.g. Frequent extensive twisting of the wrist or pre-existing poor physical arm and wrist strength and flexibility), and the sonographer also suffered from shoulder arthrosis. Thus, holding an ultrasound probe and twisting it daily, possibly together with other predisposing factors, may have contributed to the repetitive stress injury. Regarding the acute injury, and despite the obvious pushing resistance of the scanner, it can be reasonably expected that the sonographer may have chosen not to seek assistance moving the system, despite encountering significant resistance, which may have led to the acute injury. In conclusion it appears the user received an acute injury (per treating physician overuse syndrome with sprain and tendonitis?) From failed brakes and steering lock on a logiq 9 ultrasound scanner which allegedly exacerbated a repetitive stress injury from scanning patients. The damaged brake on the system has been repaired to correct the system issue. No further action needed